Event description:
Procedure type: lavh. According to the reporter: dr described that she used this product on a secondary port, after the abdomen was insufflated, without any twisting or side pressure entry. She verified that she put constant downward pressure upon insertion. The trocar tip broke off upon entry into the pt. Dr said that the broken off tip was not left in the pt. She was placing this trocar through an old c-section scar. She also said the pt was not obese. As reported tissue damage or pt injury, extended or time to bring x-ray in to determine if they could verify the broken off trocar tip was indeed out of the pt's abdomen. Operating time was extended over 30 minutes. No pt injury was reported.